Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. Upon interrogation, the patient's right atrial (ra) lead had atrial undersensing on electrograms (egm). As well, the patient's right ventricular (rv) lead had non capture. Both leads are still in use. No further patient complications have been reported as a result of this event.